Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 550 mcg/ml of gablofen at 140 mcg/day via an implantable pump. It was reported the patient's pump had flipped. The patient had been in the managing physician's office to get refilled, however, they were unable to refill the pump as the pump was flipped over. The pocket was opened and the pump was taken out. The catheter was intact and not twisted. It was indicated that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. However, it was noted the pump did not appear to be sutured down so sutures were used to suture the pump down, resolving the issue.